Event description:
It was reported that during a laparoscopic appendectomy procedure the reload fell out of instrument into the situs. It could be removed. Procedure was completed with same like device. No further information is available. No patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.